Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 32 mg/dl. Cause of low bg was unknown. The customer received third party assistance from the fire department, who provided carbohydrates and an IV injection to address bg. The customer could not recall what the IV injection was and this event did not cause an injury. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.